Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (b)(64) 2005. Concomitant product: 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead pulled back into the atrium and was unable to capture. It was also reported that the right ventricular (rv) lead delivered inappropriate shocks, exhibited noise and had high pacing and superior vena cava (svc) impedance which triggered an alert. Therefore the lv and rv leads were removed and replaced with new leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.